Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6b: explant date: not applicable, as lens was not explanted. Section e1: initial reporter telephone number: (B)(6). Section h3-other (81): the device is not returning for evaluation as to date it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that doctor implanted eyhance toric in (B)(6) 2023 (exact date is unknown). Patient pre-op cylinder was 1.21 and post-op spherical power is zero. Patient is accepting +1.75d cylinder and it was stated that lens did not rotate from the axis. Additional information was received and it was learnt that the patient has had blurry vision since post-op day one and this is interfering with everyday activities. The patient went back to the hospital for this problem. The doctor claims the eyhance lens implanted only corrected for spherical power but not for cylinder power and suspects that the lens arrived without cylinder power. No further information was provided.